Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that device failed to perform its self-test when powering on. There was no reported patient involvement, therefore no patient or user health consequences or impact occurred.